Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, e1, g3, g6, h2, h6 (impact code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4), and (B)(4), a CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely root cause is patient-related factors, including coronary artery disease (cad). This event is within the scope of (B)(4), thus no further evaluation is required per (B)(4). All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to moderate mitral regurgitation and severe stenosis. The patient presented with dyspnea and ble edema. Tmvr was completed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 2 months due to moderate mitral regurgitation and severe stenosis. The patient presented with dyspnea and ble edema. Tmvr is scheduled for (B)(6).